Event description:
It was reported that the arctic sun device was not emptying pads and not "measuring patient temperature correctly ". User was uninterested in troubleshooting and requested a field service person to come on site to check the device out. They did point out it appeared to have been serviced recently in october 2023 (about 3 months ago).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this initial MDR was reported in error. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not emptying pads and not "measuring patient temperature correctly ". User was uninterested in troubleshooting and requested a field service person to come on site to check the device out. They did point out it appeared to have been serviced recently in (B)(6) 2023 (about 3 months ago).